Event description:
In 1998, I had inguinal hernia. Right side. Next day after the (B)(6) 1998 surgery, I was rushed back to the emergency room by emergency vehicle. They shot me up with pain meds after saying either rapped to tight or body rejecting. Doctor left. Couple of hrs later sent me back home. I have been getting guidance from the FDA and they said to notify you asap. For 16 yrs I have been in and out of the hospital over this. The last ultrasound the person doing test told my wife and I, it looks like it was coming apart but hard to tell because of the mesh. Never heard a thing. I have had every test you can think of. My white blood count has been high ever since that surgery. I called (B)(6) telling them I wanted this fixed. They sent me a letter and said they would get back to me in 30 days. On (B)(6) zero days was up. Ignoring me again. So then I went to get my paperwork from the hospital on about the surgery and what is in me. I need it on paper. I was thinking they gave me all the paperwork but one of your people on thursday read my paperwork and noticed they took out everything about mesh itself. They told me what items they used to stich me up so they said to contact medwatch asap. Have had sex problems since surgery till this moment. The pain/burning I can't take it no more. I have lost over 60 pounds. Sick to my gut now. I just cannot take it. I think I have a staph infection because of all pain/burning/swelling. I have to go to ER asap. I am scared. They have did nothing for 16 yrs. What is it doing to my insides after all this time and complaining and being put off. As I said, I don't know anything about the mesh in me. I've seen it a few times on the ultrasounds. Have no info on it. The hospital gave me everything on paper. But as I stated, the mesh part of paperwork is missing. They did not give it to me.